Event description:
Allegedly patient suffered the following: persistent, debilitating right hip and groin pain, infection due to metallosis. Right hip aspiration procedure (B)(6) 2011 due to infection from metallosis. Explant right hip (B)(6) 2011 and placement of antibiotic spacer. IV antibiotics for 6 wks. Right hip revision surgery (B)(6) 2011. Prolonged painful rehabilitation.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event codes are addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-00675, 00676, 00677.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint and package insert were reviewed. The product was not returned. (B)(4): evidence that product in specification when used.